Event description:
It was reported that customers pump did not update with the fill amount and failed to recognize a new cartridge after completing the full load process. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.